Manufacturer narrative:
Result: bent siderail unable to lock in the upright position and cracked siderail hoop. Cracked siderail inner panel.

Event description:
It was reported by service report that the right side rail was bent and would not lock in the upright position, and had a broken hoop with sharp edges; the left side rail had a broken inner panel. It is unk if there was any pt involvement or adverse consequences to report.